Event description:
It was further reported that implants were successfully removed on an unknown date.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D7a: unknown.

Manufacturer narrative:
Product complaint # (B)(4). PMA/510k: this report is for an unk - plates: lcp mini fragment /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, an unknown patient suspected implant to be removed due broken mini frag plate. It was unknown if the fragment removed from the patient. The procedure was completed successfully. The patient outcome was unknown. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity: unknown). This complaint involves one (1) device. This report is for (1) unk - plates: lcp mini fragment. This report is 1 of 1 (B)(4).